Manufacturer narrative:
Based on the available information, this event is deemed to be both a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(6) 2016. (B)(4).

Event description:
Complaint received reporting that "after twenty (20) days of use in a vegetative patient, the hole on the fixation flange was broken." The device was replaced. No further information has been provided.

Manufacturer narrative:
Updated data describe event or problem: a photograph was received from the reporter depicting the reported issues. The last three (3) product monitoring reviews (pmrs) were reviewed. No trend was observed for the product category, tracheostomy tubes, or the reported malfunction, neck flange is damaged (prior to use or during use) or detaches from tube (tt only). Complaint review spanning from october 27, 2014, through october 27, 2016 (2 years) was reviewed as it related to reports for the tracheostomy tubes. A total of four (4) complaints were reported. No trends for the lot number, icc code or failure were observed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).